Event description:
It was reported that the patient was implanted with interstim, which was implanted in (B)(6) 2011. The caller states the patient went the day before reported event date and a week before reported event date to the chiropractor for an adjustment because the patient has arthritis in their back and hip. The caller states it was a very light adjustment both times. The caller states the patient interstim implant "started going crazy" after the second visit to the chiropractor, which was the day before reported event date. The caller states chiropractor didn't do a lot of twisting, it was a very light thing with a tool that they use. The caller states the patient legs also became weak. The caller states so they stayed overnight with the patient and they turned down the patient interstim, but the patient legs were still weak and they were giving away. The caller states after the patient first visit to chiropractor, which was a week ago, the patient had a little bit of weakness in their legs, but not like how it was now, "this time the stimulator went crazy and had the weakness in the patient legs". The caller asks, would it be possible that the stimulation overstimulated t hat sacral nerve and caused some irritation and that could be causing the weakness in her legs and has this ever happened to any other patients. It was reported that the patient had an appointment with healthcare provider later on the day of reported event. The caller asks, what would cause the stimulator to be so active like that and go crazy like that? The caller asks, "being pressed on in that area, if the lead could move?" The caller asks, was the sacral nerve overstimulated because something caused the stimulator to overstimulate, even if the patient bends too much or something, would that cause the stimulator to overstimulate?

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# v794131, implanted: (B)(6) 2011, product type: lead. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reports the healthcare provider saw her on the 21st of march, and the healthcare provider had interrogated and she interrogated the interstim on that date and found it to be working properly and her note says at this point I do not see that her interstim would be a different cause for her pain, the healthcare provider recommended she leave the device off until the weakness in her legs resolves. The healthcare provider have also recommended following up with primary care if things do not improve. She may turn her interstim back on when she feels comfortable doing so if the pain or weakness returns she was to turn the device back off. Recommends she calls with any problems if she does well recommend continuing with 6 month recheck in july. So at this point we have not heard anything back from the patient. It was noted that the healthcare provide do see notes in the chart that she has been seeing primary care doctor for her back pain.